Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the patient was implanted on (B)(6) 2004 and underwent revision surgery on (B)(6) 2019 due to constant pain resulting from implant loosening and osteolysis. Review of received data: - a letter of claim was received on aug 04, 2020: the female patient (B)(6) born on (B)(6) 1961, received a total hip replacement on (B)(6) 2004. Since then, the patient suffered from permanent pain. In 2019, the patient underwent revision surgery. The findings showed implant-related bone wear with inflammation in the leg and hip. The document lists expenses such as medical expenses, transportation, walkers, and sick pay. In addition, individual receipts are attached. On the receipt for the crutches, the diagnosis is loosening of the left tep. The admission record from the rommel-klinik states lumbar radiculopathy, failed back syndrome, and cervicobrachialgia with scoliosis as secondary diagnoses as the admission diagnosis. The admission record from the srh klinikum karlsbad-langensteinbach states osteolysis (pelvis and femur) as the admission diagnosis. The admission record from the endo-klinikum hamburg gives the admission diagnosis as infection and inflammatory reaction of the hip endoprosthesis. According to the sick leave listing, the patient has, among other things, a lumbar disc lesion history since 2010 and mentioned dysplastic coxarthrosis since 2012. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. No medical data relevant to the case has been received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. DHR review: review of the device history records could not be performed due to unknown device identification. Conclusion: it was reported that the patient was implanted on (B)(6) 2004 and underwent revision surgery on (B)(6) 2019 due to constant pain resulting from implant loosening and osteolysis. The admission records indicate that the patient was treated for osteolysis, infection and inflammatory reaction of the hip arthroplasty. Nevertheless, due to the lack of medical records, radiographs, surgical records, intraoperative images, and the absence of the products, an investigation of the reported event and influencing comorbidities could not be conducted. Due to the significant lack of information, a detailed investigation could not be conducted, yet based on the information available, there is no indication of a nonconformity or complaint (coob). Due to the significant lack of information, this complaint could not be confirmed nor could an exact cause be found. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did receive legal document and patient history for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The patient was implanted on left side and underwent revision surgery due to constant pain resulting from implant loosening and osteolysis.